Manufacturer narrative:
Unit passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarms noted. However, the drive support disk was found slightly loose. Unit received with cracked reservoir tube lip. Minor scratches on display window and broken belt clip slot.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms. The patient's blood glucose level was 98mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.